Event description:
A medtronic representative reported that a site alleged an inaccuracy occurring while in a l5-s1 lumbar fusion procedure, with iso-c. Navigation displayed instruments 3mm superior to the expected position. Spine clamp was placed on l5. Fluoro imaging was used to verify screw position. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the same instruments used during the procedure were tested with a demo model and all instruments were confirmed accurate except the passive planar ball (which was a few mm inaccurate). A technical services rep reported that the instrument was bent. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and the part was not returned. Although unconfirmed, the most likely cause was a bent instrument.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.